Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is freezing up during procedures is unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The sr8 operated normally during service and showed no visual errors. The device was serviced, tested and returned to the customer. A history review of serial number dybrac514 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - this unit is freezing up during procedures at various times. Sometimes they are in us mode, sometimes it is in sherlock mode but it has frozen in several procedures.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - this unit is freezing up during procedures at various times. Sometimes they are in us mode, sometimes it is in sherlock mode but it has frozen in several procedures.